Event description:
Surgical site infection developed post-duragen plus graft placement. Patient required re-admission and antibiotic therapy. Blood chemistry taken in 2006: wound psudomonas aeruginosa positive. Blood chemistry takenin 2006. Coagulase negative psudomanas aeruginosa.